Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. During the device inspection, leakage at the electrical connector and the biopsy channel was observed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the malfunction: due to the leakage from the electrical connector and the biopsy channel, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection" evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope" in case an abnormality of the device, such as leakage and/or damage, is found, the device should be stopped from use according to procedure, and olympus should be asked for repair. If any reprocessing steps are uncertain or unclear, observation and training will be provided by the experts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope exhibited foreign material in the forceps elevator, foreign objects on the distal sheath and the adhesive on the distal sheath, and foreign objects in the connecting tube. There were no reports of patient involvement.